Event description:
It has been reported to co that during the procedure this device was defective. Reportedly, "the balloon is unable to be detached from the device. The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.